Event description:
It was reported that the right atrial (ra) lead had dislodged post implant. After the pocket was closed, a fluoroscopy check showed that the lead had dislodged. The pocket was reopened and the ra lead was reattached. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: t505c229, heart valve, implanted: (B)(6) 2014. (B)(4).